Event description:
It was reported that the 9800 system experienced an incomplete initialization (boot up). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the cmos battery. The cmos battery replaced. The system was tested and found to be working as intended and placed back into service.